Event description:
His touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the pt since he could not be reached via phone. The pt obtained a result of 236 mg/dl on the reported meter. He took two pills each of blyburide and advandia. He said his blood glucose "bottomed out because of the meter reading". He had shakes "and the things to go with it" at the same of concern (2 to 3 weeks ago in the afternoon). He went to the dr. The result obtained at the dr's office was not provided. The pt was treated with food and/or beverage. No info was provided regarding the pt's diabetes treatment regimen. The customer service agent (csa) discovered that thept was incorrectly applying blood to the test strip, which can contribute to inaccurate results. The csa was unable to complete troubleshooting because the pt did not have control solution. The pt did not have the test strips used at the time of concern the pt told the csa he was currently using two other, non-lifescan meters the one touch ultra mater, test strips, and control solution were replaced. The complaint is classified as an adverse event because the pt took diabetes medication after testing with the meter and experienced symptoms of hypoglycemia requiring treatment with food and/or drink.